Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient is pacemaker dependent.

Event description:
New information received indicated that the patient had no known symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.